Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6)." Perform fracture study. Delayed bone union: bone consolidation not yet completed at 6 months after surgery. Delayed bone union per radiological evaluation dated (B)(6) 2024."

Manufacturer narrative:
The reported event could be confirmed. The device was not returned, but evidence were provided based on provided x-rays which match the alleged failure. A device inspection was not possible since the affected device was implanted. Since data and x-rays were provided, the opinion of a medical expert was sought and stated as follows: this patient had a displaced proximal humeral fracture that was treated with the implantation of the perform fracture stem in a reverse configuration. At six months the minor tuberosity had healed, but the greater tuberosity did not completely, and after one year some bone resorption of the greater tuberosity took place. This aligns with the character of these displaced fractures where blood supply to bone fragments is easily disrupted during the trauma. Good choice to use a reversed configuration, yielding a good clinical outcome. Implant well-positioned and well-fixed to the bone. Patient-related adverse event, no clinical consequences. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient related issue (patient conditions). If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "subject: (B)(4) perform fracture study delayed bone union: bone consolidation not yet completed at 6 months after surgery. Delayed bone union per radiological evaluation dated (B)(6) 2024."